Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw at implant site #18 fractured in a well seated biomet t3 5.0 implant. Removal tools purchased. Patient returning for screw removal. As a result of this event, no injury to the patient was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) unknown screw was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable, instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 18 (universal) and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device not returned.